Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a failure of the therapy pca (printed circuit assembly) in the logs. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating a failure of the therapy pca (printed circuit assembly) was found within the logs. Multiple good faith efforts were made to obtain additional information regarding device use, cause and resolution, but no additional information has been provided. The device remains at the customer site,and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.